Event description:
A report was rec'd from the USA stating that the device was generating heat. It is known that the device was not being used in surgery and that there were no pt or user injuries. There was no other info available.

Manufacturer narrative:
The device was rec'd by depuy synthes power tools. The device was evaluated. The condition of heat was confirmed. The qd-8 angle attachment exceeded temperature limits in the nose tube, elbow, and base. The nose-tube issue is indicative of worn / damaged bearings. The elbow and base issues were indicative of cleaning issues; the back end sub-assembly was coated with dried detergent residue (bearings, bushings, gears, etc). The shaft driven cutter clamp had a cluster of a fabric type debris inside the shaft from a cleaning brush. The cause was determined to be cleaning and usage issues. (B)(4).